Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user's hearing performance with the device is affected. The device was exposed due to an infection and fistula formation over the implantation site. The device was explanted.

Event description:
The user's hearing performance with the device is affected. The device was exposed due to an infection and fistula formation over the implantation site. The device was explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. The information received describes the occurrence of an infection with fistula formation and exposure of the device. Reportedly, mssa (methicillin_ sensitive staphylococcus aureus) was identified. This pathogen is part of the skin flora and may represent a skin contaminant at the time of surgery. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. Therefore, latent colonization of bacteria as a result of local surgical trauma seems to be the cause for the reported delayed infection at the implant site. This is a final report.